Manufacturer narrative:
(B)(4).

Event description:
It was reported to carefusion that the patient was in bipap mode for about 3 hours on a phillips product and was tolerating it well with improvement in their condition and laboratory findings. The patient was then placed on an ltv 1200 and immediately complained about not being able to breath. The nurse coached the patient to relax and noticed the circuit was pulsating, and there was an intermittent quick short burst of air and the waveform was displaying the short bursts on the screen. Also, the "low pressure alarm" was sounding despite the customer troubleshooting the unit and assuring a good mask seal was present. When the "low pressure alarm" sounded, it looked like the patient was tugging hard to get a breath, despite the sensitivity being set to 1. The patient's exhaled tidal volume was down to 250 from 600 mls and the minute volume dropped from 16 l to 8-10 l and the patients respiratory rate remained the same. There was no patient harm associated with this complaint, they were switched back to the previous phillips product.

Manufacturer narrative:
Resolution: as a resolution to the reported issue, the customer stated that the reported issue was due to their regulator. They purchased a new regulator and the reported issue was resolved. No sample or device is expected to return so no further investigation can be performed.